Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended as the patient noticed a significant increase in pain. The patient underwent an ipg replacement procedure.